Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges that the circuit melted while on a pt causing a hole in the circuit. The pt suffered no consequences due to this event. This event happened twice within 24 hours on the same pt. This is the second of two complaints.